Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The part was returned with a reported complaint that does not affect functionality. No damage found. No product issue was identified. The instrument was placed and driven on an in-house system showing 12 uses remaining. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly. There was no physical damage. There was no problem detected. Electrical continuity test passed. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a damaged conductor wire. There were no reports of patient involvement or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the damaged conductor wire was identified prior to reprocessing. Before the last use in surgery, the instrument was inspected, and no damage was found. The reporter was uncertain whether the wire was exposed due to damaged insulation or if it was broken or intact. There was no loss of cautery and no sign of thermal damage. No arcing was observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure. The procedure was completed with the same instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Additional information is being gathered to determine the contribution of the device to the customer reported issue.